Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the balloon rupture occurred due to interaction with the heavily calcified lesion site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo, heavily calcified, concentric lesion in the mildly tortuous right common internal iliac artery. No resistance was noted. The armada 35 percutaneous transluminal angioplasty (pta) catheter was dilated at the lesion and the balloon ruptured at 10 atmospheres (atm). The device was removed and a non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.